Event description:
This pt is status post right hip arthroplasty in 2003. Pt has had complaints ever since surgery. X-rays show the stem is too long. Pt was admitted for a revision right hip. During the procedure the surgeon discovered the stem to be loose. All components were removed and replaced.